Event description:
During an electrophysiology study using a therapy cool flex ablation catheter, a pericardial effusion occurred. The therapy cool flex catheter was placed in the left ventricle via a retrograde approach. All devices were removed from the heart at the end of the study and compression in the groin was applied. At this time, the patient began to feel faint, developed chest pain, and became hypotensive. An echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed to stabilized the patient. There were no performance issues with any sjm device.

Manufacturer narrative:
Method: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, vascular perforation is a known inherent risk of any electrode placement.